Manufacturer narrative:
(B)(4). A follow up report will be submitted once completion of the investigation.

Event description:
The customer reported there was defective battery. There was no reported patient involvement.